Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two anchors with the same lot number. It was reported the patient's anchor site was exposed. Per the physician, there was no infection present at the site. Subsequently, surgical intervention was undertaken to explant the patient's system as a precautionary step.